Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6) 2014. After the implantation, the patient did not have a therapeutic effect and experienced significant side effects so the device was explanted; the implantable neurostimulator (ins) was noted. There was not a greater than 50% reduction in symptoms. It was also noted that the cause and what troubleshooting was performed related to the event were unknown. It was unknown when the event began occurring. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that it was unknown when the patient's lack of therapeutic effect and significant side effects began. The rep further noted that the significant side effects and date of device explant are unknown. However, it was confirmed that explanting the device resolved the issue. No further complications are anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.